Manufacturer narrative:
The reported field experience of a stripped lv set screw was verified in the lab. Upon receipt, the lv set screw was unable to engage with test leads because it was completely stripped. Testing was performed and the lv set screw was now able to be fully fixated and secured into the lv port. All setscrews were now found to function normally. The field event indicates the set screw anomaly occurred during implant, which suggests that the set screw damage is procedure related.

Event description:
It was reported that on (B)(6) 2021 after placing the lv lead in two different branches it could not get capture. It was unable to pass the wire through it, so the decision was made to use another lead. When connecting the new lv lead in the lv port, after the screw was fixed still the lead came out from the generator hub. The lead was not even crossing the screw hub. Multiple screw drivers were used, and it was unable to engage the screw. The device was replaced and not used. The patient is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.